Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a bilateral lead migration. The patient indicated that physical therapy may have contributed to the cause. A paddle lead revision/replacement is planned but not yet scheduled at this time. No symptoms were reported.